Manufacturer narrative:
A review of the data from the patient's remote monitoring system noted normal device operation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after experiencing a syncopal event. No adverse patient effects were reported.